Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during the shoulder cuff repair surgery, the twinfix ultra anchor was found to be slipped while implantation, it was pulled out and the anchor was found fractured inside the patient. The procedure was successfully completed using a smith and nephew back up device and no surgical delay was reported. No further complications were reported.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the prongs on the distal end fractured away, no suture or implants returned. There is biological debris on the returned device. Based on the condition of the product material found during visual inspection, additional material testing is not required. An image evaluation was performed and found the anchor in the insertion device; it is fractured. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of anchor material specifications found that the raw material strength and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.